Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Relevant retention test strips (lot 272163) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The customer's mother complained of discrepant inr results from a coaguchek xs meter with two test strip lots. The meter serial number was not provided. The result from the meter and test strip lot 32264213 was 4.3 inr. The result from the meter and test strip lot 27216313 was 3.0 inr. There was no allegation of an adverse event. This medwatch will cover test strip lot 27216313. Refer to medwatch with patient identifier (B)(6) for information on test strip lot 32264213.